Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the bottom y-site port on mx9059 started leaking around the blue silicone stopper while fluids were running. There was no luer access device connected to the port at the time. Nurse said it was just "coming out". The nurse then clamped off the extension set and then blood started backing up the line from the catheter and began leaking out of the same y-site. This event happened in pre-op before the patient went into surgery. No patient harm reported. Although requested, no additional patient or event information provided.